Event description:
A plexolong catheter was installed at 2006, and removed four days later. After the removal, the physician recognized that there were 12 centimeters of the catheter missing. We asked for more info and details, but this info hasn't arrived yet.

Manufacturer narrative:
We assume that during the installation, the catheter was retracted against the cutting edge of the cannula tip and a piece of the catheter was cut off. In order to prevent such user errors, we have a warning notice in our operating instructions for these products: "please observe: do not retract the catheter (be it with or without inserted mandrin) back against the cutting edge of the cannula tip, since otherwise a part of the catheter may be cutt off." (See operating instructions attached).